Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired on (B)(6) 2018 due to ventricular fibrillation. The device was explanted after death and interrogated. Interrogation of the device revealed the device delivered anti-tachycardia pacing (atp) and an appropriate high voltage (hv) therapy. However, after the hv therapy, there was a loss of hv therapy due to undersensing of the ventricular fibrillation episode.